Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit with its original packaging. In addition, five photos were received which displayed similarities to that of the returned unit. Upon inspection of the unit, no defects were observed. A leak test was performed where leakage was observed. Leakage was not observed at the septum. Further evaluation showed a cut/slit in the tubing observed at the leakage. The cut appears to be a clean cut from a sharp object. The tubing shows signs of being kinked at the location of the damage. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in leaked during use. The following information was provided by the initial reporter, translated from japanese to english. Verbatim: after punctured, hcp collected 3 tubes of blood then connected infusion with no problem however the patient confirmed leakage few minutes later.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿after punctured, hcp collected 3 tubes of blood then connected infusion with no problem however the patient confirmed leakage few minutes later.¿